Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
Patient demographics received and updated accordingly.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the network port on the navigation system was replaced as it was bent. Additionally, the hdmi port on the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The hdmi port was returned to the manufacturer for evaluation. Visual inspection found that the connector was missing a portion of the shell on the outside, though functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The network port was returned to the manufacturer for evaluation. Testing found that one side wall of the connector was damaged with bent leads on the inside. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system could not establish communication with the navigation system. It was reported that the ip settings were verified. The ip address, sub netmask and gateway settings were re-entered into the navigation system without resolution. A second medtronic navigation system was brought in to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.